Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was in backup mode due to a magnetic resonance imaging (MRI) performed, and the implanted system was not compatible with MRI scans. Programming changes were made to restore the ICD successfully. Patient condition was stable.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator was in backup mode, with no active high voltage therapy. Further information was requested but not received.